Manufacturer narrative:
The investigation is ongoing. H3 other text : device will not be returned.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra resilia valve via (inside of an existing non-edwards surgical valve) via transfemoral approach, the delivery system could not cross, a cc was to the balloon to try and cross but the implanter inflated too much which caused the valve to slip backwards and slid off the balloon. The decision was made to move the valve to the descending aorta. A 2nd valve was implanted successfully. Follow up indicated that the implanter inflated too many cc's which cause the valve to slide proximal towards the handle. The inflated balloon was used to move the valve to the descending aorta.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 resilia valve was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The commander delivery system with IFU s3/s3u/s3ur and the device procedural training manual for use (IFU) were reviewed. Based on the review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve moves on the balloon and inability to cross native annulus were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 26mm s3ur valve via (inside of an existing non-edwards surgical valve) via transfemoral approach, it could not cross added a cc to the balloon to try and cross but the implanter inflated too much which caused the valve to slip backwards and slid off the balloon". An attempt was made to cross the bioprosthesis by partially inflating the balloon and pushing the partially deployed valve through the bioprosthesis. Partially inflating the balloon with crimped thv to cross the surgical valve may have resulted in the thv being partially expanded and susceptible to movement on the balloon. It is possible that excessive manipulation was applied on the delivery system while attempting to cross the bioprosthesis. Additionally, it is possible that push/pull techniques were applied causing the valve to shift proximally during delivery system advancement. . The presence of pre-existing bioprosthesis can cause interaction between the advancing delivery system with thv, obstructing the valve crossing and resulting in the reported difficulty crossing the pre-existing bioprosthesis. In this case, available information suggests patient factors (pre-existing valve) and procedural factors (excessive manipulation), and use error (partially inflating balloon to cross valve) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.